Event description:
On (B)(6) 2011, the lay user/ patient contacted lifescan (lfs) alleging that his onetouch ultra meter was displaying an "er2" message. Per the onetouch ultra owner's booklet, an error 2 message can be due to "a strip or meter problem". The complaint was classified based on the customer care advocate (cca) documentation. The alleged issue began on the evening of (B)(6) 2011. The cca was advised by the patient that he manages his diabetes with pills (unknown type and dose), diet and exercise. The patient denied making any changes to his normal diabetes routine in response to the reported issue. Twenty-four hours after the reported issue began, the patient claimed to have developed symptoms of "lightheadedness, dizziness, and sweatiness", but denied receiving any medical treatment in response to these symptoms. At the time of troubleshooting, the cca determined that the patient was using the correct testing procedures as recommended per the owner's booklet. Replacement products were sent to the patient. This complaint is being reported because the patient claimed to have developed symptoms suggestive of a serious injury after the alleged issue began. In addition, the reported issue with the subject meter remains unresolved with troubleshooting.

Manufacturer narrative:
Lifescan (lfs) has requested return of the subject product(s) for evaluation. If the product(s) are returned, lfs will evaluate it/them and inform FDA of product(s) that do not pass inspection in a supplemental report. 510(k) # is k062195.